Manufacturer narrative:
No product will be returned per customer. The customer report could not be confirmed because the product was not sequestered for failure investigation, however no allegation of a product failure was made.

Event description:
The customer reported that a fentanyl infusion previously running at 35mcg/hr had a "subsequent" remote order for 50mcg/hr. The nurse reported an error message occurred because the mar and pump values did not match. Because the remote order was unsuccessful the nurse then followed the process to manually program the device at the bedside. There was no allegation of an infusion inaccuracy, and no harm or medical intervention was reported specifically with regard to this issue. However the patient expired later for reasons unassociated with this event.

Manufacturer narrative:
.